Event description:
A caregiver reported her granddaughter who is 19yo, the customer, reported low readings when testing on their adc meter compared to an hcp meter. While in school, the customer obtained a blood glucose of 270mg/dl on the adc meter and symptoms of vomiting, dry mouth, difficulty breathing, dizziness and sweating. The customer went to the schools clinic where a blood glucose over 600mg/dl was obtained on the hcp meter. The customer was treated with an IV insulin drip, glucose, and other medications that the caregiver was not able to provide. The customer was diagnosed with dka and hospitalized for 5 days. Please note the administration of glucose is not consistent with the treatment for dka. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no trends were identified that would indicate any product related issues. A tripped trend review was conducted for the reported complaint and insulinx meter, no trends were identified that would indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported her granddaughter who is (B)(6) yo, the customer, reported low readings when testing on their adc meter compared to an hcp meter. While in school, the customer obtained a blood glucose of 270mg/dl on the adc meter and symptoms of vomiting, dry mouth, difficulty breathing, dizziness and sweating. The customer went to the schools clinic where a blood glucose over 600mg/dl was obtained on the hcp meter. The customer was treated with an IV insulin drip, glucose, and other medications that the caregiver was not able to provide. The customer was diagnosed with dka and hospitalized for 5 days. Please note the administration of glucose is not consistent with the treatment for dka. There was no report of death or permanent injury associated with this event.